Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned - hospital policy.

Event description:
It was reported that there was a poly insert change due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: medical review of this case concluded that the recurrent right total knee arthroplasty infection in this case was not demonstrated to be due to factors of faulty prosthetic design, manufacturing, or materials. -device history review: review of the DHR for this lot was satisfactory. -complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: medical review of the records indicated that based on the limited information provided, the recurrent right total knee arthroplasty infection in this case was not demonstrated to be due to factors of faulty prosthetic design, manufacturing, or materials. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, the revision operative report as well as pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a poly insert change due to infection.